Manufacturer narrative:
(B)(4). D10: item # 110031399, hmrl tray std std, lot # 67652472. Item # 180552, comp lk scr 3.5hex 4.75x25 st, lot # 67538969. Item # 180553, comp lk scr 3.5hex 4.75x30 st, lot # 67630199. Item # 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 67630199. Item # 405889, comp rvs 2.7mm dia drl, lot # 67757486. Item # 405800, comp. Rev shldr 9 in steinmann, lot # 67757352. Item # 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 67524647. Item # 115310, comp rvrs shldr glnsp std 36mm, lot # j8051009. Item # 113628, comp primary stem 8mm mini, lot # 65985471. Item # 110031424, cr vivacit-e 36mm brng std, lot # 67456641. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the plastic tip on the taper impactor tool broke while impacting the glenosphere. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h4, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.